Manufacturer narrative:
Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the lead was scrutinized, including a visual and electrical inspection. The inspection revealed multiple marks of wear on the leads body. In particular in the distal lead region a due to wear abraded insulation and fractured conductor cable were noted. These damages are assumed to be the root cause for the observed oversensing resulting in inappropriate shocks. Based on the characteristics of this damage, it is reasonable to assume that the lead had been subject to severe mechanical stress in the implanted state. Due to the extent of the extraction damages and the tissue residuals it is assumed, that the lead was significantly ingrown which may have affected the leads motion. Parts of the leads body were found covered in calcified tissue. Further damages like the deformed rv shock coil most likely occurred during the extraction procedure due to tensile stress. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. Analysis of the ICD showed no anomalies and proved the ICD to be fully functional. In conclusion, the ICD functioned as expected. The analysis did not reveal any sign of a material or manufacturing problem for these devices.

Event description:
After an implantation period of approx. 79 months, oversensing with inappropriate therapies was reported. The lead was tested through a psa and demonstrated normal sensing, capture and impedance. No noise was seen on the lead when connected to the psa. Physician decided to replace entire system in case issues are related to the device.